Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display. The customer's blood glucose level was 239 mg/dl at the time of the incident. The customer stated that the pump was not exposed to moisture. The customer was not able to clear the blank display. The product was returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display, problem isolated to interface board. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.